Manufacturer narrative:
(B)(4). Although requested, the product has not been received. A follow up report will be submitted with investigation results, should the product be received for evaluation.

Event description:
The customer reported "a nurse was drawing labs off of line, removed vacutainer from white cap that was on end of line, and blood splattered in her face." No pt or staff harm reported. Although requested, no further pt or event information was provided.